Manufacturer narrative:
Upon receipt of this complete lead at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Lead resistances measured normal using the returned ez tool in testing. This lead passed the pressure test, indicating no issues in the integrity of the lead insulation. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that during a routine follow up pacing capture failure was occurring, and it was confirmed through x-ray imaging that the right ventricle lead had dislodged. A corrective procedure was done to implant a new lead. No further adverse patient effects were reported. This lead has since been received for analysis. The investigation results are as enclosed

Event description:
It was reported that during a routine follow up pacing capture failure was occurring, and it was confirmed through x-ray imaging that the right ventricle lead had dislodged. A corrective procedure was done to implant a new lead. No further adverse patient effects were reported. This lead has since been received for analysis. The investigation is currently in progress. Once analysis is completed a follow up report will be provided.